Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture : observed, missing side assessed as inconclusive. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right side rupture. Device has been explanted.

Event description:
The device has been explanted.